Event description:
The distributor reported on behalf of their customer that the 51-7310 thermogard dual dispersive electrode,contact quality monitor, device was being used on an unknown date when it was reported ¿when removing the product after surgery, it was observed that the adhesive strength was strong, causing the pad to detach along with the patient¿s keratin layer.". Further assessment questioning found that that redness was observed on the affected area, simple ointment treatment was applied and the patient's condition is stable. There was no report of injury, or extended hospitalization for the patient or user. Furthermore, the IFU states that the user must gently support the skin surface and slowly peel away the pad. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of the returned unused/unopened devices 51-7310 found that when put on skin during testing, they stuck fine and when pulling off, the pad did not detach, and no hair was pulled off either. Received 61 of the 51-7310 thermogard dual dispersive electrode in unopened original packaging. Sampled 13 devices and functionally inspected to find no defects or issues. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 61 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 2 complaints, regarding 73 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. To remove the pad, gently support the skin surface and slowly peel away the pad. We will continue to monitor per regulatory requirements to help ensure patient safety.